Event description:
It was reported that a remote transmission showed episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the device. Programming changes were made. The patient was stable.